Manufacturer narrative:
Investigation results: the visual inspection revealed that seal subassembly was left behind in the loader device. The delivery device was outside the loader device with the plunger not depressed. The reported complaint is confirmed. A lot history record review was completed for the product, there was no nonconformance associated with the lot number. (B) (4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, one heartstring seal did not load properly. When the surgeon went to remove the delivery device from the loader device, the seal remained behind in the loader device. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital.